Event description:
It was reported the patient was hospitalized in a psychiatric ward on (B)(6) 2008 due to a major depressive episode with suicidal thoughts. The patient had increasing depressed mood, and a feeling of hopelessness and lack of motivation since (B)(6) 2008. An antidepressant drug therapy was started while in the hospital. Due to significant improvement of depressed mood and resolution of suicidality, the patient was discharged on (B)(6) 2008. It was noted the event was possibly related to stimulation, medication, and "preexisting underlying event." The device parameters were not changed due to the event.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# (B)(4), product type extension; product ID neu_unknown_ext, serial# (B)(4), product type extension; product ID 3389-28, lot# b0762001k, product type lead; product ID 3389-28, lot# b0762002k, , product type lead. (B)(4). (B)(6).